Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opend the package and advanced the device into endoscopy working channel but found out the tip of device has side hole after device out of endoscopy working channel. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of lot number c2050986 involved in this complaint was returned for evaluation, opened with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 07 december 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the devices the following was observed: distal end of sheath examined, and hole observed near tip of sheath, stylet removed from device with no issue, stylet examined and no issue observed, stylet reinserted into device without issue, needle removed from the device and proximal kink observed on needle below sheath extender, sheath extender able to advance and retract without issue, needle handle unable to advance or retract, needle handle able to advance and retract once needle removed. Customer attached images and the hole is observed near the tip of the sheath. Clarification was requested from the customer as below: could you go out again and ask if the above kink was observed after the procedure? Yes. From reading the below answer, the kink occurred after the procedure, when user was packing the device. Is this correct? Yes. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2050986 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-19 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2050986. Instructions for use and/label: it should be noted that the instructions for use (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause for the sheath damage could be attributed to the difficulties experienced by the user when trying to penetrate the target site which could have potentially led to the sheath being pierced during needle advancement. Customer confirmed the proximal kink observed during lab evaluation occurred after the procedure when they were packing the device. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the user opened the package and advanced the device into endoscopy working channel but found out the tip of device has side hole after device was out of endoscopy working channel. Confirmed quantity of (B)(4) device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause for the sheath damage could be attributed to the difficulties experienced by the user when trying to penetrate the target site which could have potentially led to the sheath being pierced during needle advancement. Customer confirmed the proximal kink observed during lab evaluation occurred after the procedure when they were packing the device. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-may-2024.